Event description:
It was reported that the programmer would not interrogate a patient's device. The caller got a magnet rate, but no light-emitting diode (led's) on the radio frequency (rf head) or programmer. The programmer was cycle powered and the rf head disconnected. The caller also manually entered device application and still could not interrogate the device. The programmer has successfully interrogated other devices with no issue. Technical support (ts) suggested variations of placement for the rf head to achieve telemetry. Ts also suggested using a towel to create distance between device and rf head. The caller will try the suggestions and contact their sales representative to come to the clinic if the suggestions do not work. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).